Event description:
It was reported that during a bypass procedure, by controlling the scissors, after having heard an alarm tone, one of the legs has been ejected and broken. No patient consequences were reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.